Manufacturer narrative:
An event of left bundle branch block, anemia, and thrombocytopenia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block, anemia, and thrombocytopenia could not be conclusively determined. The reported unexpected medical intervention was due to case specific circumstances, as the patient was provided medication to treat the anemia. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site: (B)(6), ((B)(4)). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. During the procedure, the ds had some resistance but was able to be advanced and the valve was able to be implanted. Upon withdrawing the ds, femoral artery was observed to have damaged, and a non-abbott stent was deployed to resolve the event. The valve got fully re-sheathed 1 times due to implant was too low. The final implant depth at non-coronary cusp (ncc) was 4.24mm and left coronary cusp (lcc) was 4.87mm. On (B)(6) 2026, the patient developed a left bundle branch block (lbbb) prior to discharge from hospital and no treatment required. On (B)(6) 2026, the patient developed thrombocytopenia and anemia prior to discharge. Folic acid was administered to treat the anemia.the patient was hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.